Manufacturer narrative:
Although the complaint of burning smell was not reproduced, thermal damage was found on the returned pump modules¿ iui¿s. Physical inspection noted the device to be in fair condition with the instrument seal observed broken. Dried fluid was observed on the male iui. No thermal damage observed on the iui¿s. Damage observed to the front top left corner of the rear case. Battery missing one screw and one rubber foot. Review of the pcu error log showed on record of low backup voltage failure (120.4410.0) on (B)(6) 2020 at 10:59 pm. Analysis of the pcu event log showed, prior to the issue being reported to bd, the pcu was powered on (B)(6) 2020 at 3:27 am and same patient and same profile (adult) were selected. All devices were actively infusing on (B)(6) 2020 when, at 10:59 pm, all devices recorded a channel disconnect and stopped infusing. Approximately forty (40) seconds later, the pcu recorded a system malfunction (120.4410.0- low backup voltage failure). At 11:01 pm, the user selected soft key 14 and was powered off. No thermal damage was observed on the pcu iui¿s. The proximate cause of the complaint of burning smell is believed to be the result of shorted iui. Thermal damage was observed on the returned pump module iui¿s. Device history review: review of the pcu (sn (B)(4)) service history record showed the device had a manufacture date of (07/19/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/30/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device has a burning odor. No patient involvement.

Event description:
It was reported that the device has a burning odor. No patient involvement.

Manufacturer narrative:
Although the complaint of burning smell was not reproduced, thermal damage was found on the returned pump modules¿ iui¿s. Pcu sn (B)(4). The device was received in fair condition. The instrument seal was observed broken. Dried fluid was observed on the male iui. No thermal damage observed on the iui¿s (female iui date code: (B)(6) 2018). Damage observed to the front top left corner of the rear case. Battery missing one screw and one rubber foot. Battery date code: 1825 ((B)(6) 2018). Lvp sn (B)(4). The device was received in fair condition. The instrument seal was observed peeled back. Thermal damage observed on the female iui (date code: (B)(6) 2018). Dried fluid was observed on the rear case under the female iui. Dried fluid ingress and corrosion were observed inside the rear case. Lvp sn (B)(4). The device was received in poor condition. The instrument seal was peeled back. The male iui was observed with thermal damage. (Date code: (B)(6) 2018). Dried fluid was observed on the female iui and the membrane frame. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. The bezel was observed in good condition. The customer did not provide an event date but reported the issue to bd on (B)(6) 2020. Review of the pcu error log showed on record of low backup voltage failure (120.4410.0) on (B)(6) 2020 at 10:59 pm. Review of the pcu event log showed, prior to the issue being reported to bd, the pcu was powered on (B)(6) 2020 at 3:27 am and same patient and same profile (adult) were selected. All devices were actively infusing on (B)(6) 2020 when, at 10:59 pm, all devices recorded a channel disconnect and stopped infusing. Approximately forty (40) seconds later, the pcu recorded a system malfunction (120.4410.0- low backup voltage failure). At 11:01 pm, the user selected soft key 14 and was powered off. No thermal damage was observed on the pcu sn (B)(4) iui¿s. The returned pump modules¿ damaged iui¿s were replaced with known good iui¿s prior to testing. The returned pcu, returned lvp sn (B)(4) (received in (B)(4)), returned lvp sn (B)(4) (received in (B)(4)) and (2) test lvp¿s were assembled in the event configuration and attached to an IV pole. The devices were programmed to infuse at a rate of 25 ml/hr. The IV pole was ambulated around the building and in and out of the elevator. No errors were recorded. Resistance measurement was performed on the pcu female iui. The resistance across all pins measured open. Expectation for resistance is an infinite value (open), ohm measurement. Resistance measurement was performed on the damaged female iui of suspect device lvp sn (B)(4). The resistance between the damaged pins #2-3 measured 0.8 m¿. Expectation for resistance is an infinite value (open), ohm measurement. See appendix for results. Resistance measurement was performed on the damaged male iui of suspect device lvp sn (B)(4). The resistance between the damaged pins #2-3 measured 1.7 m¿. Expectation for resistance is an infinite value (open), ohm measurement. See appendix for results. The proximate cause of the complaint of burning smell is believed to be the result of shorted iui. Thermal damage was observed on the returned pump module iui¿s. Prior investigations have concluded that fluids can accumulate in the joints of the iui connector and may lead to a short circuit. A short may occur internally or externally. An external short occurs when conductive fluid ¿bridges¿ the gap of the 2 iui connectors whereas an internal short occurs when fluids are accumulated in the void of the iui connector and bridge the pins. The short circuits produce very high temperature due to high power dissipation and causes burning or melting of the iui connector. Device history review: pcu sn (B)(4). Review of the pcu (sn (B)(4)) service history record showed the device had a manufacture date of (07/19/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/30/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Lvp sn (B)(4). Review of the suspect device (sn (B)(4)) service history record showed the device had a manufacture date of (07/02/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/10/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Lvp sn (B)(4). Review of the source device (sn (B)(4)) service history record showed the device had a manufacture date of (05/24/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/10/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a burning odor. No patient involvement.